Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4) , serial: (B)(6) , batch: a000154416.

Event description:
It was reported the patient was experiencing weakness of their legs and difficulty bearing weight, post (B)(6) 2024 ipg and lead replacement procedure (related manufacturer number: 3006705815-2024-03356). An MRI was ordered, and no findings of a hematoma were discovered. As a result, the patient was admitted into a skilled nursing facility, to address the issue. It is unknown which lead the allegation is against.